Manufacturer narrative:
B2: death is no longer an outcome attributed to the adverse event. H1: changed from death to serious injury. H6: health effect - impact codes changed from f02 to f12. Based on additional information received, the pd disposable was determined not to be a factor in the reported death. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The same day as the event onset, the patient was treated with meropenem injection (1gm, ongoing) and ceftazidime injection (1gm, ongoing) for peritonitis. A day after the event onset, the patient was hospitalized due to the event. It was subsequently reported that the patient died in the hospital. The cause of death was reported as due to breathing difficulty. It was unknown if an autopsy was performed. It was reported that the patient was recovering from peritonitis and pd therapy was ongoing prior to and at the time of death. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.